Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was frayed. The physician was aware of lead status. As of this time, the leads remain in service. No adverse patient effects reported.